Manufacturer narrative:
The DHR for this chair was reviewed; the chair met all specifications before distribution. A new actuator has been installed on this chair and it is working as intended. A similar recline actuator was sent to the supplier for analysis subsequently changes to their production process were made to ensure that tolerances are kept. Control measurements and documentation is made more frequently to make sure that their process is in control. This chairs actuator was not returned but the evaluation from the dealer corresponds with this type of problem. We have requested that the part be returned here and if subsequent analysis shows a different root cause the MDR will be updated.

Event description:
Recline actuator had an issue which allowed the backrest to fall backwards allowing the client to slide off the back of the seating and onto the floor. Reports are the client did not suffer any injury when this occurred, but the local fire department was called to get client off the floor and stabilized.